Event description:
Customer reported loss of signal between the panorama central station and the telepack, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Telepacks were returned for evaluation.